Event description:
Customer initially reports the device as broken, (B)(6) 2015 customer reports endo file #1 broke in the root canal, and was removed, no harm done.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.